Manufacturer narrative:
H3) the drive rotor tractor was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. They perform motor isolation test and that passed. No internal opens or shorts in motor assembly. Test tractor drive assembly with motion cart. Forward and backwards motion passed, brake was engaging and disengaging as normal. Drive assembly functioned as normal. Passed visual inspection. No fault found. Eval code method 10 is associated with this analysis eval code result 213 is associated with this analysis eval code conclusion 67 is associated with this analysis medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3) the power supply psi was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. Ps1 power supply was tested. Bench test failed. Output voltage drifted. Measured 5.228vdc on the output. Expecting 5.100vdc. An electrical failure was observed. Eval code method 10 is associated with this analysis eval code result 120 is associated with this analysis (B)(4) is associated with this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: b i71000192, serial/lot #: (B)(4). Product ID: bi71000105, serial/lot #: (B)(4). Product ID: bi71000450, serial/lot #: (B)(4). The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and changed the power supply, rotor motor, rotor rollers and adjusted the door switched. After replacement they could not reproduce the issue, the took 15 spins with no issues. They tested the system and all tests passes and the system was working as intended. The groove rollers were returned to the manufacture for evaluation. After functional testing, performance testing and visual/physical examination the reported issue was confirmed. The groove rollers were visually inspected and it was noted that the bearings were damaged. They exhibited scoring marks on the external part of the roller. Mechanical damage was observed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system starts taking a spin and half way through stop. No patient was present at the time of the event.